Event description:
The facility reported an infusion pump with failure code 500:320. It is unknown when this failure code occurred. It is also unknown whether there was any patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation, or if any additional information becomes available.